Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using bd pyxis¿ medstation¿ es, remote manager lock had failed frequently even after recovery. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock failed frequently even after recovery. The field service engineer (fse) responded to a continuous failure of the smart remote manager (srm). The fse shut down the station and replaced the micro switches in the latch. After rebooting the station into the application, the fse logged in and recovered the fridge. The srm was verified to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using bd pyxis¿ medstation¿ es, remote manager lock had failed frequently even after recovery. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.